Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was found in backup mode after an off-label MRI procedure was performed. Hv therapies were disabled during the backup mode. Programming changes were performed to resolve the issue. The patient condition was stable.